Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl even after set change. Customer did not have symptoms of high blood glucose. Customer did not go to the hospital and did not contact healthcare professional. Customer reported that drive support cap appeared normal. Troubleshooting did not continue as call was dropped.